Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not vibrating. It was determined that the insulin pump was damaged. Customer's blood glucose level at the time 140mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump was unable to vibrate due to broken vibrator wire. Insulin pump was received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.